Event description:
Plaintiff alleges numerous injuries, including but not limited to, asthma, rhinitis, respiratory problems, hives, contact dermatitis, throat soreness, fatigue, headaches, extreme discomfort, depression, and emotional distress.